Event description:
During rf procedure the dr received a warning 08. Used the probe for three levels of the case and everything was fine but when it came time for the burning the probe failed. No back up was available. The case was rescheduled and completed the next day with a precision probe.

Manufacturer narrative:
Device was not returned for evaluation.